Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer gave correction insulin by injection, switched to multiple daily injections for backup therapy, and followed technical support instructions to attempt to restart pump and then place it in storage mode before returning it; technical support arranged shipment of replacement pump with updated software.